Event description:
The philip's field service engineer found 10r limit at 6.0 for low and 10.5 for normal and high. He calibrated entrance dose limitation (edl) and worked with the site's physicist to bring limit to 5.0 for low and 9.4 for normal and high.

Manufacturer narrative:
Method - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Results - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.